Manufacturer narrative:
Unomedical hereby submits this supplemental report as part of its complaint remediation activities conducted under a CAPA/FDA action plan. This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this supplemental information in accordance with the reporting requirements set forth in 21 cfr part 803. Any fields left blank indicate that the information is unknown, unavailable, or remains unchanged. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary - complaint investigation results: a complaint investigation was conducted based on the event description and the assigned malfunction code adhesive patch completely detaches during use- detachment / significant wetness additional information was requested to support the investigation; however, a lot number information was not provided. No device, device components, or other visual or physical evidence was made available for evaluation. Consequently, visual inspection, retain-sample testing, or the assessment of potential product performance issues, component integrity, or manufacturing defects could not be performed. In response to the complaint and due to the absence of a specific lot number, a high-level investigation was conducted for the autosoft xc product family and the assigned malfunction. The investigation included an electronic quality management system (eqms) search, assessment of complaint trends, and review of relevant risk management files. The assessment of complaint data for the applicable product family identified an elevated trend for the assigned malfunction. However, no new corrective and preventive action (CAPA) is required because the adhesive malfunctions fall within the scope of an existing investigation (CAPA 2010953). Please refer to the attached memo for full investigation details: autosoft_xc_adhesive. Enclosure 1: eqms search results. Enclosure 2: maintenance results. Enclosure 3: raw data for complaint trending. CAPA determination based on the investigation, the assessment of complaint data for the applicable product family identified an elevated trend for the referenced malfunction. However, no new CAPA was initiated because this malfunction type is already included within the scope of an existing investigation, which covers all infusion care portfolio products. No additional actions are required at the individual complaint level at this time. The complaint record will be closed and continue to be monitored through routine tracking and trending per work instruction (wi) (monthly trips and alerts). Complaint unconfirmed: following investigation, the reported failure could not be confirmed for this individual complaint. Corrective action as a result of the investigation: no corrective actions are required at the individual complaint level. Any necessary corrective or preventive actions related to adhesive malfunctions will be defined and implemented as part of the ongoing activities under CAPA 2010953. Complaint investigation - conclusion due to the absence of a lot number and returned product, the investigation was limited to a high-level review of the autosoft xc product family, including an eqms search, complaint trending, and review of applicable risk management documentation. Complaint trending for the product family indicated an elevated rate for the referenced malfunction. However, initiation of a new CAPA is not required because the adhesive malfunctions fall within the scope of an existing CAPA (CAPA 2010953). No further action is required at the individual complaint level at this time. The record will be closed with continued monitoring through routine tracking and trending per wi (monthly trips and alerts). The record may be reassessed if additional information becomes available. To document in the cause analysis (parent record as summary).

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient went to emergency room and eventually got hospitalized and admitted to intensive care unit (ICU) on (B)(6) 2025 due to hyperglycemic and infusion set peeled off event. Blood glucose level was 300 mg/dl at the time of the event. The duration of hospitalization was for 3 days. Patient was treated with intravenous (IV) and fluids of saline and insulin. Patient was released from the hospital on (B)(6) 2025. No further information was available.